Event description:
Oxygen on the monitor was not reading the desired number. Machine reading showed 80% instead of 100%. Machine was replaced. No patient harm. Patient induced without problems. Possibly user error.